Event description:
Canadian hospital reports air entering the cylinder of the inflation device while doing negative pressures. There was no pt injury. The device had been re-sterilized. Device to be returned for eval.